Manufacturer narrative:
The account reported that a patient was burned from a flash fire due to pooled chloraprep under a patient's neck during a pace maker procedure. According to the customer, the high concentration of oxygen and alcohol fumes mixed with the cautery and caused a flash fire. No additional information is available. The sample was not returned for evaluation. A root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that during a surgical procedure, there was a flash fire that burned a patient's neck.